Manufacturer narrative:
Lead: model 3778, lot # v683727008, implanted: 2011 (B)(6), explanted: unk. Lead: model 3778, lot # v683727009, implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na .

Event description:
It was reported that intra-operative exhaustive impedances were >3600 ohms. All combinations with 0 were >10k while combinations were elevated between 1000-4000 ohms. Group impedance on one group with 2 programs was 696 and 1837 ohms. An intra-operative stimulation test was performed with an external neurostimulator and the patient was getting good coverage. It was concluded that it appeared to be a temporary high impedance, except for electrode 0, which could be a real open circuit and should not be relied upon for stimulation. Additional information received reported that only one contact had high impedances. No troubleshoot was done and no malfunction was seen. There were no interventions needed. The patient was doing great and was receiving good therapy.